Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported on 29 january 2020 that a uterine perforation was suspected following an unsuccessful novasure ablation procedure. The first device was inserted into the patient for use but the width dial cracked and was unreadable. The first device was removed from the patient cavity and a second device was inserted. This device would not pass cavity integrity assessment (cia) test despite troubleshooting measures, therefore a uterine perforation was suspected. A hysteroscopy was performed which confirmed a uterine perforation. No additional details available.